Manufacturer narrative:
Investigation indicated this report is a duplicate of 2183959-2014-00109.

Event description:
It was reported the patient experienced pain, "pollacisury", and urinary infection. The patient was treated with monuril on (B)(6), 2013. The event was resolved on (B)(6) 2013. No further patient complications were reported in relation to this event.